Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. During the week ending on (B)(6) 2015, rv pacing impedance spiked to 1311 ohms up from a trend in the 300-400 ohm range. Impedances continue to be high. Rv capture threshold has shown measurements greater than 2.5v since (B)(6) 2015.

Event description:
It was reported that the r wave decreased and threshold increased on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.